Manufacturer narrative:
The company rep examined the system and found system message (sm) - (footswitch not responding), which confirms the event. The company rep replaced the customer's footswitch interface printed circuit board (pcb). The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the equipment displayed a system message about the footswitch during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system with no harm to the pt.